Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer following the reported event. According to the customer, there were no further issues with arm 3. There were no errors in the logs, and the reported issue was believed to have been caused by user error. The system was working properly and no additional action was required. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse) and field service engineer (fse). Investigation revealed no related errors to the reported issue. This complaint is considered a reportable malfunction due to the following conclusion: arm unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, arm 3 stopped working. The customer switched out the instrument with no success. The customer elected to use arm 4 and completed the procedure robotically with no injury to the patient. Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to make sure arm 3 is being controlled by the right mtm, and the surgeon does not hit the foot swap pedal if the reported issue returns. The tse reviewed the logs and found no errors.